Event description:
X-rays were reviewed for this patient's vns system. Based on the x-rays received, the cause for the reported high impedance could not be determined. However, the lead pin could not be confirmed to be fully inserted past the connector block, and thus incomplete pin insertion could not be ruled out as a potential cause for the high impedance. Furthermore, the presence of a micro-fracture in the lead could not be ruled out. The patient returned to the office and the generator was disabled. Diagnostics were run and still showed high impedance. There has been no known trauma for the patient.

Event description:
Review of device programming history identified that high impedance was observed for this patient's vns system. No known surgical interventions have occurred to date. No additional relevant information has been received to date.

Event description:
Additional x-rays were received. Based on the x-rays received, the cause for the reported high impedance cannot be conclusively determined. However, the lead pin could not be confirmed to be fully inserted past the connector block, and thus incomplete pin insertion cannot be ruled out as a potential cause for the high impedance. Furthermore, the presence of a discontinuity in the portion of the lead behind the generator, or a micro-fracture in the lead cannot be ruled out. Clinic notes received from the physician provided that there was concern that one lead might not be in all the way, and it was turned off shortly after the high impedance was found. The patient is having 2-3 seizures/week.

Event description:
Additional information was received that the patient's vns device was never disabled following the high impedance observation. No additional relevant information has been obtained to date.

Event description:
Follow-up from the physician was received providing that the device was disabled on (B)(4) 2015.